Event description:
It was reported that (1) 355ld was used during a cholecystectomy procedure. It was reported by the rep that the little white plastic ring that forms the outer portion of the dual gasket system fell off into the pt during the case. It is unknown how the case was completed. Extended or time by 5 minutes.